Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target lesion was a ground glass opacity 1.7 x 2.4 centimeters (cm) in size and located in the right upper lobe attached to the pleura. The procedure was completed as planned with no delays. While the patient was asymptomatic, a chest x-ray was performed, and a 2 cm-sized pneumothorax was detected. A chest tube was placed to resolve the pneumothorax, and the patient was discharged within 24 hours. The physician reported that the pneumothorax was not ion-related, and it would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.